Manufacturer narrative:
Initial reporter filed under 3007216334-2017-00264.

Event description:
The user facility reported that during surgery, the cb200 beamer plus argon's valve malfunctioned causing argon gas to leak. The doctor had to use a snare tip to cauterize. The procedure was completed with no reported procedural delays. The patient experienced polypectomy syndrome and required antibiotic treatment. To date, although multiple attempts have been made to gather information, no additional information regarding the current patient status and procedure has been made available.